Event description:
Device malfunction: none. Symptoms/ae: acute visual changes. Time of symptoms/ae: five days post-procedure. It was reported that during a right internal carotid artery stenting procedure, in 2006, two embolic protection devices (epd) were inserted and removed after physicians were unable to visualize epd placement due to inadequate pt panning, operator error. A third epd was successfully inserted and an acculink was successfully implanted. Five days later, the pt presented to the emergency room complaining of sudden loss of vision in his right eye. At the time of admitting exam his vision had been restored and he had no focal neurological deficits. He had some EKG changes, felt to have been probable chronic changes, but no symptoms and troponin was normal. He had some anemia with rbc's at 3.64 and hemoglobin of 10.8. The pt was hospitalized overnight for observation and was discharged home in stable condition. An ophthalmologist's consultation note is currently unavailable; however, according to a family friend, the pt exerienced a dark spot in the right eye and reportedly the ophthalmologist stated that the pt had plaque in his eye. The dark spot has resolved and pt's vision is fuzzy but improving. No add'l info is currently available.

Manufacturer narrative:
Study event.